Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced gait disturbance ("walk disorders"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown and the gait disturbance had not resolved. The reporter provided no causality assessment for gait disturbance and medical device removal with essure (ess205). The reporter commented: walk disorder not related to multiple sclerosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Nuclear magnetic resonance imaging - on an unknown date: ok. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.